Manufacturer narrative:
It was reported that the spring arm is allegedly separating from horizontal arm. A stryker field service technician (sfst) investigated the issue and found that the c-clip on the spring arm was out of position. As a result, there is a potential for the light head to fall. The c-clip was repositioned and a go-no go tool was used to verify the c-clip was in proper position. There was no associated procedure, adverse events or serious injuries reported.

Event description:
It was reported that the spring arm is allegedly separating from horizontal arm. A tech investigated the issue and found that the c-clip on the spring arm was out of position. As a result, there is a potential for the light head to fall. There was no associated procedure, adverse events or serious injuries reported.